Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. No serial number was given, so the device history record cannot be reviewed. If additional information is received regarding this event, a follow up report will be filed.

Event description:
It was reported that the aseptic battery housing opened during a procedure, exposing the non-sterile battery. There are no allegations of adverse consequences associated with this event.